Event description:
The facility reported that during a laser procedure, the brass tip detached from the laser fiber and lodged in the patient's trachea. The tip was retrieved with biopsy forceps without incident.